Event description:
Customer reported receiving inaccurate low readings. In blood glucose tests, customer rec'd readings of 25 and 79 mg/dl within 10 mins. A second set of tests had results of 49 and then within two mins a reading of 149. The results vary by more than 20% and are considered a malfunction when compared to MFR's specs.

Manufacturer narrative:
Case misclassified upon initial receipt of complaint and rgulatory assessment delayed until 10/07/2004.